Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during use, the ht70 plus ventilator switched off suddenly and had a blank screen. The patient was at home when the ventilator suddenly stopped and the patient was shifted to the hospital by police ambulance. The patient was not harmed or injured as a result of the reported event. The screen was replaced and the unit was upgraded with latest software, however the screen froze.